Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2019-12860. It was reported that the patient was experiencing headaches due to the technique used during the implant procedure of their drg system. In turn, the patient underwent a blood patch procedure to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the headaches have resolved.